Event description:
During permanent pacemaker implant procedure, pt's blood pressure decreased and cardiac arrest ensued rapidly. CPR was initiated and approx 1 1/2 hrs into CPR a large air embolus was diagnosed by physician under fluoroscopy. CPR ended approx 3 hrs later and pt was pronounced dead approx 8 hrs after end of CPR code. Immediately after the procedure, physician inspected introducer sheath and pacing lead and stated the pacing lead tore the introducer sheath and created the air embolism.